Event description:
01/2001 pt to have left cardiac catheterization. While attempting to place stent through the vessel, the stent became dislodged from the guide catheter and embolized to the descending aorta and was retrieved with a snare.